Manufacturer narrative:
(B)(4). Although it is unknown if the device caused the reported event, we are filing this report for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior spinal fusion due to adolescent idiopathic scoliosis. Post-op, patient returned to surgery for hardware removal due to infection.